Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported that while using bd vacutainer® sst¿ ii advance tubes that 5 tubes had poor barrier separation and gel smearing. No patient impact reported. D9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 03-jan-2025 d.4 UDI#: (B)(6). Investigation summary bd received one photo and 377 samples for investigation. The evaluation of the photo indicated gel smearing and poor barrier separation. Additionally, 100 returned samples were visually examined for gel defects related to the failure modes, and no defects were found. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode of gel smearing and poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance tubes that 5 tubes had poor barrier separation and gel smearing. No patient impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance tubes, an unspecified number of tubes had poor barrier separation and gel smearing. No patient impact reported.